Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient in a clinical study (sdy) who was implanted with a neurostimulator for spinal pain. It was reported that the patient had a burning sensation when charging. They removed the charger from the skin and charged with a clothing barrier in between the charger and skin. Information was received from the manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient was charging the ins and the recharging antenna got very hot suddenly and caused a burn on the patient¿s back. The rep stated the controller charger was functioning normally at the time of the report. The rep also noted there was visible indication of a burn at time of the report. The rep indicated they wanted to replace the recharging antenna. The rep was transferred to repair. Additional information from the healthcare professional (hcp) on (B)(6) reported the subject complained of the burden of charging, the subject reported charging twice a day. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) and via a manufacturer representative. It was reported that the cause of the burning sensation when recharging and the patient having to recharge twice a day was not determined. No further complications were reported/anticipated.